Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the foreign object could not be removed even if proper reprocessing was performed due to physical damage to the equipment. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following instructions for use (IFU): instruction manual jf type 260v, tjf type 260v cleaning/disinfection/sterilization chapter 3: preventive measures are described in cleaning, disinfection, and sterilization procedures; instruction manual jf type 260v, tjf type 260v operation chapter 3 preparation and inspection describes the detection method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects inside the nozzle and in the forceps lift wire. There were no reports of patient involvement.